Event description:
In a 1999 memo, sub-distributor reported to the distributor the following three physician users' experiences with the perma-seal graft: of 24 grafts implanted, 6 (25%) reported complications, including four thrombotic occlusions and one possible infection. One graft bleeding episode was linked to stretching the perma-seal graft during implant, contrary to the instructions for use. Other than this, no information was reported regarding pt selection, peri-operative management, or graft handling.